Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular power-on self-inspection the cs100 intra-aortic balloon pump (iabp) unit display screen was faulty and there were round spots in some areas that could not be displayed.

Manufacturer narrative:
Updated fields : b4, d9, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Some areas of the display screen could not be displayed. Waiting for accessories to be replaced. It is prohibited to be used for clinical use. When arriving at the site for the second time, use the display installation instructions. Replaced the display screen, display fixed frame, display line. The test shows normal, the parameters meet the factory requirements, the device is returned to the customer, and clinical use is allowed.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- b6, b7, d4 unique identifier (UDI), d10, e1 (event site name and address), h6- health effect ¿ impact codes. Due to character limitation, below field from e1 has added below- event site name- (B)(6) hospital. Event site address- (B)(6).

Event description:
It was reported that during regular power-on self-check, the cs100 intra-aortic balloon pump (iabp) display screen was malfunctioning, and some areas had round spots that could not be displayed. There was no patient involvement.